Event description:
Patient experienced pain behind the patella with extension, requiring arthroscopic surgery to remove the scar tissue. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.